Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. Eval summary: as returned, the leading threads on the cup positioner have become damaged. The instrument exhibits a number of impaction marks on both the strike surface and side of the instrument. Those exhibited on the strike surface indicate that the instrument has been previously used effectively. The strike marks on the side of the instrument indicate side impactions (likely during use of the instrument). In general, side impactions will result in unintended loading condition for the threads and increased stresses that exceed the strength of the threads. The instrument has a potential field age of approx 6 yrs at the time of return. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the threads are defective.